Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence/fecal incontinence. It was reported that trial patient's incision on their back was open and not covered so trial patient's daughter inquired if they should contact the clinician. More information was received on (B)(6) 2018 with trial patient reporting that they were constipated and was having smaller voids. Also trial patient was only able to void 100cc at a time or 21oz/day. Furthermore, on (B)(4) 2018 trial patient stated they had also been constipated and was taking some miralax at night as they have only had 2 very small hard balls for a bowel movement. Trial patient advised to contact their clinician. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1t81p, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they have attempted 4x to gather further information requested to hcp regarding event however they had not received any response. No further complications were reported.